Manufacturer narrative:
The device was received with button error alarm and intermittent up arrow button response due to corroded keypad traces. There was no unexpected numbers scrolling during testing. The device was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, and missing end cap sticker.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was 150mg/dl. The customer states they were inputting their blood glucose when the numbers just kept increasing. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis. The device is being returned and replaced.